Manufacturer narrative:
Results: a sample was returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6334975. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that 23 g x 0.75 in bd vacutainer® winged safety push button blood collection set had blood leakage from wingset tubing in the middle of the tubing. No medical intervention or injury listed.